Manufacturer narrative:
Patient information now provided. A review of the software logs by a principal software engineer found: there were 7 restarts of image acquisition system (ias). The 6 of 7 restart entered 'xray (2d) ready' state within couple of minutes after ias/mobile view station (mvs) were powered up. One exception was the restart of the system at 10:18am; the ias was restarted at 10:18am, however, the mvs was not powered on till 13:26pm. Once the mvs was powered on, system entered 'xray ready' state at 13:27pm. The software investigation was unable to determine the probable cause of this event. According to the log file, system functioned as designed and no obvious error in the system.

Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that after booting the imaging system and setting up during a spine fusion procedure, it was not possible to do x-rays. The green light connection on mobile view station (mvs) turned off. The site decided, post-incision, to discontinue imaging and brought in a c-arm to finish the procedure. There was no reported impact to the outcome of the patient.